Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic right hemicolectomy, the surgeon clamped the tissue over and over again ,pushed green firing mode button and tried to fire the device, however could not at all. Replaced by a new cartridge ,the firing was completed with no problem. The status of the patient is alive with no problem.